Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle back end needle sheath fell off, resulting in waste of blood samples. The following information was provided by the initial reporter. The customer stated: ¿on the morning of april 20, when the client replaced the third collection vessel after puncture with fbn, the back end needle sheath fell off, resulting in waste of blood samples¿.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. As seen in the photo, the sleeve failed to fully recover the non-patient cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle back end needle sheath fell off, resulting in waste of blood samples. The following information was provided by the initial reporter. The customer stated: ¿on the morning of april 20, when the client replaced the third collection vessel after puncture with fbn, the back end needle sheath fell off, resulting in waste of blood samples¿